Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump stopped working. Customer stated she went to input the carbs for a bolus and pressed the b button and act button, numbers kept going up. Customer stated that when the insulin pump alarmed button error. Customer's blood glucose was 65mg/dl. Advised customer to revert to back up plan.